Manufacturer narrative:
(B)(6), patient information is considered confidential and will not be released by the site. Product evaluated for biological evaluation testing have met the requirements of iso 10993 for a skin contact device. Although standard clinical practice such as periodic checking and re-positioning of the patient during lengthy procedures would likely prevent pressure sores, the instructions for use will be revised to specifically include instructions and warnings related to checking the patient for pressure points.

Event description:
The hospital reported that a patient experienced a decutibus ulcer of the second degree which led to partial necrosis during a procedure that involved a head positioner. The intubated patient was positioned in a head prone position due to onset of acute respiratory distress syndrome. After approximately 12 hours in the head prone position in the head positioner, decutibus ulcer was noted at the chin. It was reported that partial necrosis occurred requiring unspecified medical treatment. Reportedly, the site of the ulceration is discolored but is considered healed.